Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a severe hyperglycemic event over the last 6 months which required third party intervention, and multiple severe hypoglycemic events over the last 6 months which resulted in trips to the emergency room or hospitalization. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.